Event description:
The patient reported the device released before 24-hours. Patient does not remember how long he wore it before it released. The patient reported that product samples are available for return to the manufacturer for evaluation. However; to date, no product sample has been received.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device #052408-a was received and needle mechanism function was tested and was verified to have operated as intended. The complaint could not be confirmed for this device.